Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -6.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. Excessive vault was observed. On (B)(6) 2023 the lens was exchanged for a shorter length lens and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).